Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure, respiratory failure, and renal failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2024. After initially showing improvement, the patient was weaned off of nitric oxide and extubated without any difficulty. Continuous renal replacement therapy (crrt) had to be initiated due to persistent volume overload. The patient remained on intravenous (IV) inotropes (vasopressors, levosimendan, epinephrine, dobutamine) throughout their index stay. No alarms were ever received from the lvad. The patient had persistent hypotension despite maximizing the lvad pump speed at 5200 rpms, with flows of 5-5.5 lpm and increasing IV inotropes. The patient had an episode of irregular pupils and was evaluated for a stroke. A computed tomography (CT) scan of the head was taken and was determined inconsistent with a true stroke and likely related to hemodynamic instability. Multiple echocardiograms were conducted showing an enlarged right ventricle (rv), initially with mild to moderate dysfunction. The patient went into near-respiratory arrest and was electively reintubated to prevent respiratory compromise. There were concerns of pneumonia, and the patient was treated for this. Crrt was continued with an inability to pull fluid. The patient's hypotension continued, with mean arterial pressure (map) at 50-65 mmhg at their highest. Nitric oxide was resumed. Multiple surface echocardiograms at this point showed little change in the rv. The patient's central venous pressure (cvp) was between 25-35 mmhg. A transesophageal echocardiogram (tee) was performed and showed the left ventricle (lv) completely underfilled, with no alarms from the lvad, and the left-ventricular internal diameter at end-diastole (lvidd) was 1.75 cm with the rv function was worsening. The lvad pump speed was dropped to allow for additional filling. A right ventricular assist device (rvad) was placed with no difficulty in order to assist the rv dysfunction. The pump speed was then maximized, and the next echocardiogram showed increased lv filling, again with no alarms from the lvad. The pump speed was again increased but with minimal increase in the patient's hemodynamics. An echocardiogram taken the next day showed a shrunken lv cavity size, and the speed was decreased back down. The patient was still gaining weight due to fluid, which the healthcare providers remained unable to pull. At this point the patient was on the maximum amounts of inotropes and vasopressor agents and had gained over 100 lbs. Of fluid that was unable to be pulled. Flow through lv and rv was unable to be increased without compromising cavity size. The patient's family elected to withdraw all therapies, including the lvad. The patient passed away from heart failure on (B)(6) 2024 after withdrawal of therapies. The pump was reported to be functioning as intended. No autopsy was performed.